Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional traveler device is being filed under a separate medwatch report. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified eccentric de novo lesion in the distal right coronary artery (rca). The 1.5x15mm rx traveler balloon dilatation catheter (bdc) was advanced to the lesion; however, the balloon ruptured during the third inflation at 10 atmospheres (atm). The device was replaced with a non-abbott balloon which inflated and dilated the lesion. The 3.0x15mm rx traveler was advanced; the balloon was inflated to 10 atm and then 14 atm; however, the balloon could not dilate the lesion enough due to the heavy calcification. Resistance was noted during advancement and retraction of both rx traveler devices due to interactions with the anatomy. A 3.0x28 xience was deployed and post-dilatation was performed with a non-abbott balloon to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.